Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. System was being powered on after cont roller box was powered. This created confusion in the software and didn't connect to the system like it should. The correct workflow was taught and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The procedure functional endoscopic sinus surgery (fess). Navigation wasn¿t used because the system didn¿t work for them.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a surgical case, the electromagnetic instruments weren't "connecting" and weren't showing up in the system. Patient present.  No additional details available during time of call. Troubleshooting was performed, according to the images I saw on the screen with them on facetime, the system was working per the field representative (rep).